Manufacturer narrative:
Internal report # (B)(4). Returned test strips evaluated with no defect found. Meter not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 199, 165 and 269 mg/dl. The customer's expected fasting blood glucose test result range is 74 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 206 mg/dl and 199 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2017. The customer stated he took his sugar this morning fasting and it was 94 mg/dl. He then ate a small breakfast and took his insulin and it went up to 202 mg/dl. These numbers did not show in the meters' memory. The meter memory was reviewed for previous test result history: the 199mg/dl (B)(6) 2017 10:58 pm fasting: yes, the 139mg/dl (B)(6) 2017 07:13 pm fasting: yes, the 98mg/dl (B)(6) 2017 06:36 pm fasting: yes, the 165mg/dl (B)(6) 2017 07:21 pm fasting: yes, the 269mg/dl (B)(6) 2017 06:23 pm fasting: yes. Memory concerns: the customer is concerned with the results of 199 mg/dl, 165 mg/dl and 269 mg/dl.